Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician inspected the unit and ran a leak test that completed with no issues noted. The unit was found to be operating according to specification. The technician confirmed the injured employee was not wearing proper ppe, specifically chemical-resistant gloves, while unloading the sterilizer as stated in the unit's operator manual. The operator manual (1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." In addition, the technician identified the user facility was utilizing non-steris instrument pouches in their v-pro 1 plus sterilizer that are not compatible with the v-pro 1 plus sterilizer. The operator manual states (p. 1-1), "verify all materials coming in contact with hydrogen peroxide are compatible with oxidizers. Contact steris or the material manufacturer for information on material compatibility." During the investigation, the facility informed the technician that they believed the v-pro 1 plus was leaking hydrogen peroxide into the unit resulting in wet instrument packs. Contrary to this belief, inadequate drying of instruments prior to placement inside the v-pro 1 plus unit may cause residual hydrogen peroxide to remain on instrument packs at cycle completion. The employee handling the instrument pouch observed moisture and proceeded to touch the pouch with their bare hand resulting in a burn. The v-pro 1 plus operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." Steris offered in-service training on the proper use and operation of the v-pro 1 plus sterilizer, the user facility declined. The sterilizer is not under steris warranty and no additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn while unloading their v-pro 1 plus sterilizer. No procedure delay or cancellation occurred. The employee sought medical treatment and returned back to work. All instruments present in the cycle were reprocessed before use.